Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer number: 1627487-2021-13856. It was reported that the patient suffered from a fall down the stairs in (B)(6), causing their drg leads to migrate to the sacral foramen. In turn, the patient underwent surgical intervention wherein one drg lead was explanted and replaced and one drg lead was repositioned to address the issue. Note: since it is not known which device was removed and which was repositioned, both devices are being reported as being explanted.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. As a result, one drg lead was replaced and one drg lead was repositioned to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Attempts were made to obtain complete event and patient information. Additional information was not provided.